Event description:
During a pulmonary vein isolation procedure a blood leak from the catheter handle occurred. The procedure was completed with the reported catheter with no adverse patient consequences.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. Visual inspection of the spiral tip electrodes found ring electrode 6 deformed allowing blood to leak under the ring electrode and into the catheter shaft through the wire opening. Electrode ring 6 was curled distally due to the lack of trim adhesive on the ring edge, causing fluid ingress into the shaft and into the handle.